Event description:
The customer communicated an approximate 10% false positive flu b rate, total amount and patient number unknown. Both symptomatic and asymptomatic (off-label use) patients being tested at a volume of 30-40 per day. The customer communicated the results were confirmed negative by molecular (pcr testing). The customer was unable to provide further information pertaining to the exact number of patient results in question.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.